Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. A visual inspection was performed at service & repair, and the device was found to be missing components. The device was also found to be cosmetically damaged with scratches and wear evident. Drawing review: design drawing was reviewed and no issues or anomalies were identified. As the lot number is unknown, the manufacturing records could not be reviewed. S&r evaluation: the customer reported the device was hard to take apart to clean and maintain. The repair technician reported the device was missing parts and unable to repair. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The complaint condition of binding is not confirmed, but as the device has failed as it is missing components and unusable. The cause for the complaint condition was likely due to disassembly during reprocessing and not reassembling the device, but the exact cause could not be determined. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case. Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a depth gauge was hard to take apart to clean and maintain. Issue was noticed during cleaning process of the instrument. There was no patient involvement. This report is for one (1) depth gauge. This is report 1 of 1 for (B)(4).